Event description:
Additional information: narcan was given earlier this morning at 0.4 mg via four or five sub-qs (subcutaneous doses). The low reservoir date was 4/15/12. The reporter did not see any motor stall in the pump logs from pump interrogation this morning. The patient was unresponsive this morning. The reporter saw nothing in the pump logs to indicate an overinfusion, and the patient did not have a personal therapy manager (ptm) (that was not enabled). Telemetry reported that the pump had 6.3 ml. Interrogation indicated that the fentanyl daily dose was actually 499.5 mcg a day. The reporter was planning to call the clinic to verify daily dosages and calibration constant. The patient was in the cardiac intensive care unit; she had been there for a few days with a respiratory ailment. The patient was sleeping when the reporter came in earlier, but he aroused her and she was coherent/oriented times three.

Event description:
Additional information: the health care provider reported the cause of the event was pneumonia.

Event description:
It was reported that patient experienced increased sedation and was in the ICU. Patient was responsive after he was given narcan. It was stated that patient was actually in the hospital to begin with due to a respiratory issue. The pump was last refilled on (B)(6) 2012 and the next refill was due on (B)(6) 2012. Drugs delivered via the device were fentanyl, clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l50557, implanted:1998 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).